Event description:
As reported, this 60 year old, 107 kg., male patient had a right tka on (B)(6) 2019. The patient had a bilateral revision and the right knee was revised due to poly wear. A 3.5 1mm psc was implanted. There is no reported breakage of the device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending device evaluation. Concomitant medical products: 02-020-11-0335 truliant ps cem fem ps cem right sz 3.5 5476076, 02-022-45-3535 truliant tib fit tray cem sz 3.5f / 3.5t 4733336, 200-02-35 three peg patella 35mm 5623075.

Manufacturer narrative:
H3: the revision reported was performed due to prosthesis wear as stated in the experience report. However, the photographed device does not appear to show signs of prosthesis wear or delamination. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. H7: z-0023-2022.

Manufacturer narrative:
New information received 2/3/2023: as per legal notification, the patient had an initial right tka on (B)(6) 2019. Imaging studies revealed ¿synovitis¿ to which is consistent with ¿reaction to polyethylene polymeric debris.¿ due to worsening pain, instability, and a ¿persistent pain and swelling,¿ the patient underwent right knee replacement revision surgery on (B)(6) 2022. During the revision surgery, the patient's orthopedic surgeon identified ¿moderate synovitis with pseudomembrane formation related to polyethylene wear¿ and noted ¿wear of the polyethylene insert on the medial aspect as well as on the post of the knee.¿ upon information and belief, the loose components and significant synovitis were due to premature polyethylene wear of the tibial insert.